Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer also reported that insulin pump received insulin flow block alarm but issue was resolved by set changed and also reported that insulin pump was broken. The insulin pump will not be returned for analysis.